Event description:
The customer reported that the system displayed an error and failed to boot up to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connections on the generator were evaluated and reseated. The system was tested and found to be working as intended and returned to service.